Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the angle attachment device was stripped and vibrating. There were no delays in the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred in the first week of (B)(6) 2015; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn, loose and no longer in axial alignment causing the cutter insertion to be difficult but device was still within specifications for vibration. It was determined that worn and loose bearings usually create a situation where the cutter was not able to be inserted. It was determined that if a cutter was able to be inserted with this type of damage and the device was ran, it would create vibration from the damaged bearings. It was determined that vibration and cutter insertion were caused by worn and damaged bearings that were no longer in axial alignment. Therefore the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.